Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the tr45b reloads would not staple but the device would cut the tissue. Another device was used to complete the case. There was no consequence to the pt. Only the 2 reloads are being returned, not the device.